Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the pump time was incorrect, cause was due to pump reset. Customer¿s blood glucose level ranged from 276-339 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.